Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that one bd vacutainer® urine collection cup has been found missing label information before use. The following has been provided by the initial reporter: material no. 364975, batch no. Unknown. It is reported patient stuck himself while handling urine collection cup prior to use. Verbiage :"patient needle-stick with urine cup. Customer says that a patient stuck himself with our bulk urine cup causing bleeding" on (B)(6) 2019: any serious injury to the patient? (The patient sustained a cut on her finger from pressing down on the lid over the label covering the needle, causing bleeding. Patient was trying to open the container when this occurred. She is spanish-speaking.), was any medical intervention other than first aid performed? (The patient also went to see her primary care physician the next day.) Any safety issues known? (The design of the container currently has only a label covering the needle. Although the label indicates that the label should not be removed, it is written only in english.) Any other actions taken? (Instructions are currently being developed locally in english/spanish with pictures to show patients how to safely open and close the lid. Staff are also assisting patients with loosening the lid to make it easier for patients to handle the container.)